Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone explaining she was hospitalized for non diabetes related issue but remain hospitalized for high blood glucose reading. Customer's blood glucose was 527 mg/dl. It appears customer was still on pump as she experienced insulin flow block and received trouble shoot for this issue but was disconnected from line.